Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system. During the procedure, the valve was able to be implanted. On (B)(6) 2025, the patient received a permanent pacemaker. The patient's status was unknown.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using an unknown flexnav delivery system. The patient has a prior medical history of borderline atrioventricular (av) block. The length of the membranous septum was 4.2mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, after two recapture attempts, at 80 percent, the valve was positioned at 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). However, after release, the valve was observed at a depth of 7 mm depth on both the ncc and lcc. The patient became hypotensive (transient) while recapturing but remained stable. The patient went into a left bundle branch block (lbbb). Post-procedure less than 48 hours, the patient had shortness of breath that persisted unchanged following the initial discharge. On (B)(6) 2025, the patient received a permanent pacemaker. The patient had an extended hospitalization. The implanter believes the cause of migration due to its design and additionally, he commented that re-capturability can cause inflammation leading to conduction disturbance. The patient was discharged.

Manufacturer narrative:
An event of migration or expulsion of device and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause for the reported device migration could not be determined. It is possible due to procedural conditions; however, this cannot be confirmed. The reported heart block appears to be cascading effect of migration; however, this cannot be confirmed. The reported surgical intervention and prolonged hospitalization were result of case-specific circumstances as permanent pacemaker was implanted and patient was admitted. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: 1721. Medical device problem code: 2993.